Event description:
It was reported that the pump touch screen was cracked and black. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up with tandem customer technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.